Manufacturer narrative:
Follow-up #1: date of submission 3/12/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: alarms were observed in the black box and alarm history.shortly after powering on the pump gives a call service alarm. Unable to perform all test steps due to recurring alarm. The pump was loaded with new software code and the pump was then able to power on and to display verify screen. Unrelated to the complaint, the display is dim; letters have a red hue. Returned battery cap used to complete testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.